Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump kept alarming and stopping during an infusion of noradrenaline.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the sample was subjected to a visual and functional examination. The sample was heavily contaminated and showed age-based marks of use. The cover caps at the screw pillars as well as the sealing at the bottom housing were not available. The p2-connector was found damaged. Within the performed long-term test no abnormalities were assessed. The pressure steps as well as the power limitation were tested. All measured values were within specification. The reported device alarm as well as the found pressure alerts, which were found logged in the history log files, did not occur within our tests. Thereupon the sample was dismounted and the inside was investigated. Inside we found many material compressions. Within our test the device operated as intended. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department. · in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.